Manufacturer narrative:
The field service engineer (fse) noted bubbles in the wash pump and rebuilt the wash pump. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty wash pump is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00157.

Event description:
The customer reported false positive, non-reproducible troponin I (access accutni+3) results, for two patients, involving the access 2 immunoassay system. This report is two of two referencing the patient that was admitted to the hospital on the event date noted. The customer stated an initial result of 0.6 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital. However, the customer stated that there was no change to patient care. There has been no report of current patient outcome. The customer reanalyzed the patient's sample, on an alternate unicel dxc 600i system, and obtained a lower result of 0.01 ng/ml. The patients' samples were analyzed in 5 ml heparinized plasma tubes centrifuged at 4,500 rpm (rotations per minute) for five minutes. The customer indicated no sample integrity issues were noted. Quality control (qc) was within specifications at the time of the event. The customer performed a precision test, on troponin quality control after maintenance had been completed, and noted one repetition produced a flier. The customer stated the laboratory's biomedical engineer replaced the precision valve prior to the event and noted system check passed. After the erroneous results, the customer replaced the probes and completed a successful system check. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.